Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 456 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. When the infusion set was removed from the customer's body, the cannulas was found to be bent. The customer stated that she believes the bent cannula caused her blood glucose to elevate. The customer complained that the insulin pump did not alarm no delivery when the cannula was bent. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.